Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. When the cgm reading was 6.1 mmol/l the patient felt faint and went to the bathroom in the office. In the bathroom the patient loss consciousness and when she was found by a colleague, an ambulance was called. When the paramedics arrived a fingerstick was taken and the cgm reading was 6.1 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient was treated by the paramedics for his hypoglycemia with oral glucose and complex carbs. The patient reported that at that time also the blood pressure was low. After treatment the cgm reading was high, and the blood glucose was 17.8 mmol/l. After the event the patient stated she had a headache, nausea, pain and was fatigued, but at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.